Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient died 3 days after the device was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
Follow up revealed the following information: cause of death is still unknown, however it was reported the patient had a pericardial tamponade. The implant of the device was two days prior to death. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.